Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically explanted due to a code 1007, due to capacitor charge time exceeding limitations. On (B)(6) 2021, the estimated remaining battery longevity was 5 years. During the explant the battery status was found in end of life. A new device was implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.